Event description:
It was reported that the lead showed oversensing. The client wanted to adjust the atrial sensitivity in order to get rid of the far field r wave (ffrw) oversensing, but there were concerns that the atrial therapies would be affected. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.